Event description:
The customer reported that the set "fell apart where it enters the pump, while feeding." Further clarification rec'd to confirm that this occurred during a tpn infusion on a homecare pt. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The device was rec'd for eval on the (B)(4) 2012 and a preliminary investigation noted that the set was intact (in one piece); it had not fallen apart as described in the feedback. However, leakage testing observed fluid leaking from a crack in the accuslide. The crack is at the upstream end, mainly underneath the sliding component (flowstep). A f/u report will be submitted with a failure investigation results once the eval is completed.